Event description:
The customer reported that while the iabp was in use on a patient, the iabp went into standby mode by itself. The patient was switched ot another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. A company representative observed "check iab catheter" alarms in the system alarm history. The system response to a :check iab catheter" alarm is to deflate the iab and enter standby mode. Per the cs300 operating instructions, this alarm is displayed under the following conditions: the iab remains in the sheath immediately after insertion, the iab membrane is not completely unfolded, or there is a kink in the iab catheter or tubing. The IFU provides corrective actions to address this condition. A copy of the relevant section of the manual has been provided to the customer. No failure was found with the iabp. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).